Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Device history record review for the returned device did not find any deficiencies. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
Additional information will be provided upon device evaluation.

Event description:
Same case as 2184052-2015-00113 and 2184052-2015-00112. It was reported that three virage closure tops backed out postoperatively. The patient was revised to remove the device.